Event description:
The hosp claims that the graft was implanted to repair a ruptured abdominal aortic aneurysm, and 36 hours post-op the pt became bacteremic due to an infected graft. Blood tests were positive for serratia marcescens. The pt was given antibiotics and was placed in a va hosp. The pt is still in the hosp with an infected graft. The hosp also states that the graft will have to be explanted and reconstructive surgery done. Note: the hosp also stated that the pt was taken to ICU while in renal failure and had lost his left leg due to the surgical procedure and his pre-surgical condition, not related to the infected graft.